Manufacturer narrative:
Product inquiry states the stepdrill for t2 recon to be the subject product. No further associated products were reported. Due to the extreme wear and abrasion, the lot code of the device could not be identified (illegible). A review of the manufacturing records was therefore not possible. The drilling spiral of the drill returned is completely sheared off at the level of approx. 5 mm from the tip. The broken off piece was not returned. The primary as well as the secondary cutting edges are worn, deformed and blunt. The drill is not sharp anymore. The appearance of the breakage surface (smooth structure), the course of the breakage line as well as the absence of plastic deformation clearly indicate a (forced) brittle break of the device due to overload, most likely by bending stresses. The breakage and the damage at the cutting edges further suggest that drilling under misalignment and / or contact of the device with a hard object (metal) may have occurred. In case of intended use such damage would not have occurred. The use of cannulated step-drill is not recommended according to the new t2 recon operative technique. This was announced in april 2009 with product bulletin no.090422 ¿ ¿new version of t2 recon operative technique is now available¿. Based on the above facts the root cause of the reported event is not related to a deficiency of the device, but is rather linked to improper handling by the user and has to be classified as misuse. The brochure instructions for cleaning, sterilization, inspection and maintenance (l24002000) shows several examples of damage and recommends removing of such damaged products. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported that during the primary of right femur, the tip of the cannulated drill broke. No delays in surgery. Rep clarified that "another cannulated drill was not used. After the cannulated drill tip broke, a solid drill was used (item 1806-3026)."

Event description:
It was reported that during the primary of right femur, the tip of the cannulated drill broke. No delays in surgery. Rep clarified that "another cannulated drill was not used. After the cannulated drill tip broke, a solid drill was used (item 1806-3026)."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.